Manufacturer narrative:
The investigation confirmed that (B)(6) vitros hbsag quality control results were obtained for the (B)(6) quality control material while using the vitros 5600 integrated system. Root cause for the (B)(6) vitros hbsag results could not be determined. However, the possibility that poor sample handling, poor analyzer maintenance, poor reagent performance or an unexpected analyzer event could not be ruled out as potential contributing factors.

Event description:
The customer obtained (B)(6) vitros hbsag quality control results ((B)(6) vs. An expected (B)(6)) for their positive quality control material while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer has not been made aware of any unexpected (B)(6) results for patient samples. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).